Event description:
Customer's wife reported her husband received an adc meter reading of 152 mg/dl which was higher than he felt he was. However, customer took insulin based on the reading and went to bed. He woke up and experienced a hypoglycemic event while in his home office, fell and had a seizure. Paramedics were called and treated customer with oral glucose on scene. Customer was transported to a local hosp, diagnosed with hypoglycemia and "given injections" (specific type not reported) and food to help alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.